Event description:
Additional information received reported that patient had another surgery done "to pull out the pump and put it back in where it was supposed to be." The patient ended up in the hospital again in 11/2011 because "when the physician pulled out the pump, and secure the pump, he left the wire which was poking the patient's stomach." The patient had "two tubes going into her spine." The tubes were "grinding into her spine." It was also discovered through computational tomography scan that "the tubes were twisted around the patient's umbilical cord." It was unclear "the battery was overlying the anterior abdominal wall."

Event description:
Additional information received reported upon examination, prialt was not in patient¿s pump. The only drug in the pump was morphine. The patient was hospitalized around (B)(6) 2012 for pain and anxiety that ¿she brought on herself.¿ the patient had been having several issues with her pump in her abdomen. The pump was inserted under the muscle causing a pulling sensation and sharp shooting pain in her abdomen. The health care professional¿s plan was to transfer her care to a neurologist. It was also reported that the doctor requested the patient to go to physical therapy. During a refill, the doctor ¿did not take the medication out, they just added medication.¿ the patient could barely walk. She was upset with the doctors. She wanted the doctor to take out the medication currently in the pump and put ¿a better medication¿ in. It was noted that when the doctor pulled out the medication from the pump, the medication was ¿dark brown.¿ the patient was planned to have a surgery. It was unknown what the surgery was for.

Event description:
Correction: the previously reported statement "it was also reported that the patient went into a coma and developed a neuroma from "tubes" that were never removed. The patient reported severe burning pain as a result" belongs to and was reported in manufacturer report #6000030-2008-07235. Additional information: it was reported that the patient was currently in pain and had not received relief since 2009. The patient reported that when the previous pump was replaced in 2009 the doctor left the catheter and put clips on which were still in her body. The doctor promised her he would take them out and told her he did remove them, but never did (refer to manufacturer report #6000030-2008-07235). The following march the patient became very ill and was vomiting. The patient stated that she was told by the hospital on (B)(6) 2012 that they were still in. The patient reported that the catheter was found to be twisted around her umbilical cord in (B)(6) 2012 and she had surgery to fix it. The patient stated that she had "medical issues" when the pump slipped from the implanted position to the bottom of her abdomen. On (B)(6) 2012 the pump was moved back to her waist. The patient had a "wire" loose and was poking her in her back causing her pain. The patient did not know that she had a hysterectomy, that the "wire" was still in and she had a hernia. The patient stated that the last pump refill was on (B)(6) 2012 at which time "there was more there than should have been and it was yellow" (referring to the medication in the pump). The patient stated that it had been 5-6 months since the last refill and the doctor told her that she needed to get filled every 2.5-3 months or it was dangerous. The doctor told the patient that she would not need to be refilled until (B)(6) 2012. The patient provided contradictory information stating that in (B)(6) 2012 the doctor put in 2mg more of morphine and kept the other drugs, indicating that the pump was last filled in (B)(6). The patient stated that her medications were not correct. On (B)(6) 2012, the patient saw a new doctor who told the patient that he could not prescribe any pain medications for her at the first visit so the patient had been at the hospital for the 4 days prior to the report in pain because she ran out of her oral pain medication. The patient was supposed to have an MRI the night prior to the report or on the day of the report but they did not do it because the pump was not turned off. The patient was admitted to the hospital on (B)(6) 2012 for a chronic pain syndrome that had exacerbated. A CT scan was done and the catheter tip was confirmed to be in the correct location. An MRI was being ordered of the thoracic, lumbar and brain. The patient stated that she was in the hospital until (B)(6) and "it seemed her pump had no drug or wasn't working." The patient was having severe stomach pain and headache. The patient was denied oral medication. The patient stated that the pain was so severe that she had high blood pressure and chest pain. The patient also stated that the hospital staff saw something growing in her back on her right side but they were unsure what the growth was.

Event description:
Patient reported intermittent return of symptoms the last 5-6 months. The patient experienced burning sensation in legs, pain, headache, white tongue, and burning on sides of tongue. It was also reported that the patient went into a coma and developed a neuroma from "tubes" that were never removed. The patient reported severe burning pain as a result. It was indicated that for 3 years the patient had been telling the health care provider that she was having pain. The patient also reported that she fainted once. It was also noted that the patient went to the hospital and they found blood clots in her legs. The patient told her hcp about that and he "laughed". The patient also reported dissatisfaction with the hcp and was seeking a new provider as the hcp was not listening to the patient's new complaints regarding the pump. It was also noted that the patient reported her colon was "paralyzed" from the prialt and the gastroenterologist told the patient that they would have to take a laxative for the rest of their life because of the prialt in the pump. (B)(6) 2012 is the last report that patient has of prialt in the pump. It was also reported that the pump had to be revised 2 times because it slipped down into the bottom of the patient's abdomen and another time the "tubes were twisted around her umbilical cord". The patient reported that the "wires" that were used to implant the pump were left in which caused pain in the abdomen described as a burning sensation by the patient. Caller reports that a CT scan showed these wires and something is "covering up the pump". The pump was used to deliver morphine. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709sc lot # n207511011 , explanted on:unknown. Catheter model # 8709sc lot # n280253005 implanted on: (B)(6) 2011 explanted on: unknown. (B)(4).

Manufacturer narrative:
(B)(4).